Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found for transmitter (B)(4). In addition, an unexpected cgm app shut-off was found in connection to the reported allegation for transmitter (B)(4). The probable cause could not be determined. No injury or medical intervention was reported.